Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the tamper seals removed/broken and top case is chipped in rear corner. The pump event history log review showed a motor rate error in history. The reported event was verified during occlusion tests. The technician replaced motor assembly and that cleared up the problem. The root cause of the issue was normal wear, as the parts were over 10 years old. The technician replaced the damaged top and bottom cases, right plunger case, power ac cable receptacle, plunger cable and barrel guide. Replaced barrel rod, barrel spring and tapered spring. Replaced speaker washer from the bottom case. Installed cable guard and cleaned, greased and calibrated the device, performed power up process which passed all functional/delivery tests. Returned l-bracket, power cord and pole clamp with the pump.

Event description:
It was reported that a motor rate error was displayed. No patient injury was reported.